Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that an rn was attempting to do a blood draw from a maxguard t-connector that was connected to a primary line when blood was noted to be trickling out of a small hole in the primary line. There was no patient harm reported.